Event description:
It was reported that pump experienced malfunction alarm malf 12 without any notable events beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump independently, and reverted to an alternate method of insulin therapy.